Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 f pvs device. Contrary to the instructions for use, the cardiologist repeatedly attempted to deploy the needles even though resistance was encountered. Upon deployment, the two anterior needles presented outside the barrel with one needle in the skin and one in the subcutaneous tissue. Contrary to the instructions for use, the cardiologist removed one of the neeldes. The cardiologist pulled back the device, enlarging the arteriotomy. The pt was sent for surgical repair of the artery. The pt did fine after surgery.